Event description:
It was reported that during the implant procedure, the product presented a problem during the exit of the screw-in, which became unable for use. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in blood, visual summary analysis of the lead indicated damage at implant.